Event description:
It was reported that a malfunction occurred with the customer's pump, identified by malfunction code 24, which was not resettable. The customer's blood glucose level exceeded a high threshold, but the specific value was displayed as "high." The customer used inhalable insulin and a correction injection via multiple daily injections (mdi) to address the high blood glucose level. There was no assistance required from a third party. Technical support (cts) resolved the issue by arranging for a replacement pump to be sent to the customer. The customer was provided instructions for storing the malfunctioning pump and returning it to tandem using a pre-paid label, which they acknowledged and understood. Additionally, the customer was advised to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump.